Event description:
It was reported that the patient underwent a revision procedure due to urine leakage from atrophy with an artificial urinary sphincter (aus). The 4.0cm aus cuff was explanted and a new 3.5cm aus cuff was implanted. Since the revision procedure the patient's incontinence has greatly improved and no longer requires the use of pads.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of urinary incontinence and atrophy did not confirm a product malfunction. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events are included as potential adverse events within product labeling. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to urine leakage from atrophy with an artificial urinary sphincter (aus). The 4.0cm aus cuff was explanted and a new 3.5cm aus cuff was implanted. Since the revision procedure the patient's incontinence has greatly improved and no longer requires the use of pads.